Event description:
Information received regarding the explanted device notes that the patient was seen clinically after a transtelephonic check revealed no output. The patient was having syncopal spells and was found to be in complete heart block with an escape rate of 40 bpm. Therefore, the device was replaced.